Manufacturer narrative:
If implanted or explanted, give date: not applicable, as the lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of a zcb00 23.0 diopter intraocular lens, there was tear in the patient's capsular bag. The lens was removed and replaced with another lens. No additional information was provided.

Manufacturer narrative:
In review, this is a duplicate report of medwatch 3011852734-2018-00073. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3011852734-2018-00077. Any additional follow up will be reported under medwatch 3011852734-2018-00073. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.